Event description:
It was reported that the pcu had a system error. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The system error code reported was confirmed and replicated during investigation. The device was fully evaluated, and the issue is being attributed to a damaged logic board with corrosion. The external inspection was performed, and no obvious anomalies were observed. Internal inspection observed corrosion on logic board and on the power supply board. The logic board was observed with a part number tc 10019805 rev.03 sn: (B)(6). And the power supply board was observed with a part number of tc10013069 rev. 05 sn: (B)(6). All inspected parts were manufactured by bd. The event, error, and battery logs could not be retrieved from the returned device due the damaged logic board. A functional test was performed on the suspect pc unit in the ¿as received¿ condition and the error code 121.2072 was replicated. The logic board on the suspect pcu was temporarily replaced with a new logic board for testing purposes only. The suspect pcu powered on as expected and no errors were noted after leaving the device on. A functional test was performed on the suspect pcu. A test infusion was performed on the suspect device, it was connected and set to an infusion rate of 100 ml/hr for approximately 12 hours. During the test, no alarms or anomalies matching the facility's report were observed. The bd alaris¿ pcu and bd alaris¿ pump module technical service manual states the error numbering scheme the prefixes for the pcu error codes is the following: 121 power supply processor comm safety system note to repair center: please re-torque all screws and replace logic and power supply boards. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu had a system error. There was no patient involvement.